Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.

Event description:
"Ovarian cystectomy - during initial placement of the alexis the retraction ring itself became detached at the connection area while being rolled down. [Surgeon] was the gynecologist using the product during the incident." Type of intervention - "a second c8403 was used to complete the procedure." Patient status - "no issues."

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received via email from applied medical team member, february 28, 2017: there was no negative impact on the patient from the alexis ring becoming detached. The surgeon was very familiar with the previous alexis flexible and had the local tma support his first case using the alexis ridged. The staff had been inserviced prior to the product upgrade, had additional inservicing prior to each case where the ridged was used by the surgeon the first time, and was re-inserviced following the cer. The condition of the sheath was intact following the separation of the ring. There shouldn't have been any instrumentation that came into contact with the ring because the ring becoming detached occurred at the very beginning of the procedure while it was being placed into the abdomen. The tma spoke with the surgeon today and found out that the surgeon had accidentally squeezed the wrong ring. He squeezed the white rigid ring thinking it was the insertion ring and so broke it with his bare hands.